Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the first reload was used on the stomach antrum, the surgeon did not staple until the end of the reload. The staples located at the distal part of the reload got out of the jaw anyway but in an open position. The staple went through the tissue but did not bend against the anvil to form the b shape. The surgeon had to use a grasper to take the open staples out of the tissue. The blade did not cut the tissue at that same distal part. The surgeon used another reload from the same lot number to continue stapling the stomach. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.